Manufacturer narrative:
According to the technician's statement, the device was repaired by third-party. There was no on-site visit by our technician. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). O2 concentration low alarm may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. Unfortunately, the device's logs, no further analysis has been possible. No more information was provided and it is impossible to know what was the cause of the issue. Telephone site number: (B)(6).

Event description:
It was reported that the ventilator generated an alarm of low o2 concentration. There was no patient harm. Manufacturer's ref#: (B)(4).